Manufacturer narrative:
Image review: the patient executive summary was not available for review; therefore, a comprehensive anatomical assessment could not be completed. One intraprocedural fluoroscopic image was submitted in relation to the reported event. A fluoroscopic valve load inspection was not included for review; however, it was reported that a frame overlap up to node 4 was observed which would be classified as a misload. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. The misloaded valve attempted to be implanted, subsequently resulting in an infold during the implantation attempt, which can be confirmed with the image provided. As stated in the IFU: an observation of any inward fold or crease in the valve, extending from the inflow, identified as a dark line under fluoroscopy inspection, may indicate an infold. If identified and if the patient¿s condition allows, do not proc eed and do not release the valve. Recapture, remove and discard the entire system. The valve, catheter, loading system, loading tray, and saline all must be replaced with new sterile components. Documentation indicates that the valve was recaptured, withdrawn from the patient and a new valve was implanted successfully. Images of the new valve were not included for review. Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the infold occurred during the first deployment attempt, and the valve was recaptured one time due to the infold. Additionally, a procedural delay occurred in result of the infold. Per the physician, calcification in the annulus, left ventricular outflow tract (lvot), and non-coronary cusp (ncc) contributed to the infold.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (unknown serial/lot); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, inside a patient with aortic valve stenosis and an annulus perimeter derived diameter of 27.8 millimeter's (mm), pre-implant dilatation was performed with a 25 mm non-medtronic balloon. The valve was loaded and during fluoroscopy check, crown overlap was identified to the 4th node. It was decided to implant the valve. During positioning, an infold was observed. The system was withdrawn and it was decided to load another valve, which was implanted successfully. No patient complications were reported as a result of this event.